Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Aortic dissection/ruptures may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate patient factors (pre-existing aneurysm in the abdominal aorta and weakened structure in the vessel walls) and procedural factors (device manipulation) contributed to the native valve crossing difficulties and the abdominal aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. Difficulties crossing the native annulus occurred with the commander delivery system and crimped sapien 3 valve. Patient's anatomy prevented the delivery system from progressing. With each attempt to advance the delivery system, it was observed the commander delivery system was bending over the tortuousness of the aorta and within the pre-exisitng aneurysm  therefore;  it was not possible to insert the distal portion of the system into the patient's ventricle. A second rigid guide wire was placed to increase support in the delivery system; however, it was not possible to obtain the necessary support and rectification of the patient's aorta artery. After several attempts at progressing the commander delivery system, the patient began to destabilize, and medical team decided to stop the attempts and withdraw the delivery system with the crimped valve. The commander delivery system 26mm sapien 3 valve and esheath were removed without difficulty., after an image acquisition, it was possible to visualize the rupture of the pre-existing abdominal aortic aneurysm. The team chose not to proceed with the treatment of the ruptured aneurysm, due to the patient's severity and, in a few minutes, the patient died due to the abdominal aorta aneurysm rupture.   As per medical opinion perceived root cause of the event was aneurysm in the abdominal aorta and weakened structure in the vessel walls.